Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did titanium blade tip break off? Yes. Did broken blade tip fall into patient? No. Was broken blade tip retrieved? Yes. How was broken blade tip retrieved? On the surgical clamp is broken blade tip being sent back for analysis with rest of device or was it discarded? Don¿t know.

Event description:
It was reported that during an unknown procedure the device's blade has broken at its end, split in two. The broken part fell in, the surgical clamp was removed. Another device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Batch # m92p68. The device was received with the blade broken off and not returned with the device; in addition the blade was discolored (blue) due to heat generated from contact between the blade and the tissue pad. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.